Event description:
The customer reported that the joystick on the system would not work. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The representative ordered a new motor control unit board and a remote user interface console. No further service information was provided.